Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing pain at her scs ipg site. The pt's pa stated that a stitch was still in the incision, therefore the stitch was removed. Follow up info received identified the pt was prescribed antibiotics for a week. The pt provided an update stating the pt's site now looks better. No further intervention is planned at this time.